Event description:
A customer reported 4013 spec.sy home not error and 5002 no response from slave slave response not detected error on the aia-360 analyzer. The customer stated they have restarted the analyzer multiple times, but error remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 analyzer operator's manual under section 7-1: list of error messages states the following: 4013 spec.sy home not found description: the home position of the specimen syringe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. 5002 no response from slave description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact tosoh local representative. The investigation is ongoing. No findings available at this time.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and confirmed the reported issue by review of the error logs. The fse noted that the issue was occurring intermittently with increasing frequency and the customer was unable to complete quality control (qc) prior to fse arrival. The fse instructed the customer to remove the instrument from the ups to see if the issue was cause by the ups. The error recurred indicating it was not a ups issue. The fse then backed up all files, replaced the main board, and restored all files. The fse continued to see issues with the substrate system not priming correctly. The fse replaced the ptfe tip on the syringe unit, pip board, and the waste pump, but substrate issue remained. The fse then replaced the substrate syringe unit and three-way valve resolving the substrate issue, however the analyzer would not pass a daily check. The fse reloaded the backup filed onto the main board and the daily check then passed with no issues. The fse validated the analyzer by running quality control (qc) with results within acceptable range. The aia-360 analyzer is operating as expected. No further action required by field service. The most probable cause was due to a mechanical problem with the main board and an operational problem with the substrate syringe unit and three-way valve, resulting in component failure for all three parts.

Manufacturer narrative:
The main board with onboard battery, solenoid three-way valve, and substrate syringe was returned to the tosoh instrument service center (isc) for investigation. The solenoid three-way valve and substrate syringe were not tested due to potential contamination risks. A visual inspection was performed on the main board with no damage found. A voltage test was performed on the mainboard to test the onboard battery test was performed and failed, confirming a mechanical problem of the main board, due to failure of the onboard battery. The isc technician replaced the battery on the main board, and confirmed the battery was causing the failure. After battery replacement, the board was tested and found to be operating as expected confirming the root cause. The most probable cause of the reported event was due to a failure of the on board battery of the main board.